Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a left primary attune system to treat a failed unknown partial knee replacement. The patella was resurfaced and depuy cement x2 was utilized. The procedure was completed without complications. Patient received a left revision to treat laxity and pain secondary to aseptic loosening of the tibial tray. Upon entering the joint, the surgeon encountered and evacuated a large effusion, periarticular adhesions were excised. The tibial tray was grossly loose at the cement to implant interface. The femoral component was well-fixed but revised. There was no reported product problem with the explanted tibial insert. The patella was retained. The patient was revised with competitor products. The procedure was completed without complications. Doi: (B)(6) 2018. Dor: (B)(6) 2019; left knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.